Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) when inflated, leaks out of the balloon side. There was no reported patient injury. The procedure was a neuro intervention therapy. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the sealant remained in the manufacturing position fully covered by the sealant sleeves. Additionally, the sheath used in the procedure was not returned with the device for this evaluation. The used syringe was observed attached to the unit with the stopcock in open position. During this unaided eye evaluation, no abnormal conditions were observed. A ballon inflation/ deflation evaluation was executed where it was observed that a pinhole was present on the balloon of the evaluated unit, resulting in a leak that could be related to the reported event. Based on the information provided, the condition of ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a pin hole in the balloon body, that resulted in a leakage. Based on the limited procedural information available for review, it is difficult to determine what factors may have contributed to the leakage experienced by the customer. If the device was used in the patient, access site vessel characteristics and/or concomitant device factors can contribute to damage to the balloon that can lead to a leakage. A calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." The balloon condition could be related to a handling or usage variables during the intervention process that are not under cordis¿s quality controls. Therefore, per this analysis, a relation between the evidence observed and any manufacturing issue could not be concluded, and the results described in this investigation conclude that no action will be required.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) when inflated, leaks out of the balloon side. There was no reported patient injury. The procedure was a neuro intervention therapy. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) inflated balloon status leaks out of the balloon side. There was no reported patient injury. The procedure was a neuro intervention therapy. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.